Manufacturer narrative:
(B)(4). Concomitant product(s): - cer opt type 1 tpr sleve 0mm/ pn 650-1066/ ln 326490, mlry-hd por fmrl 10x155mm/ pn 11-104110/ ln 397470, unknown cup. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03565, 0001825034-2017-03568, 0001825034-2017-03569.

Event description:
It was reported that patient underwent right hip revision approximately eight months post implantation due to patient allegations of pain. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient's left hip was revised approximately one year post-implantation due to recurrent anterior dislocations and pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 00620206220, shell porous with multi holes 62 mm, 61511219; 00630506236, liner standard 3.5 mm offset 36 mm, i.d. For use with 62 mm o.d. Shell, 62863790. Reported event was confirmed by review of the provided revision op notes. Review of revision operative notes states patient underwent left hip revision due to recurrent anterior superior dislocations. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The revision was on left hip. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a second left hip revision approximately 8 month post the first revision surgery, due pain. Attempts have been made and additional information on the reported event is unavailable.